Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that she received a change sensor alert. The customer was assisted in performing the watertight tester procedure. Test failed. Patient's blood glucose at time of incident was 50 mg/dl. Patient's current blood glucose was 77 mg/dl. Patient has not treated. Based on customer report customer does not allege pump was over delivering. The alarm history showed change sensor, alert on low, low sensor glucose, calibrate, check blood glucose. The customer treated low blood glucose by eating yogurt. The insulin pump will be returned for analysis.